Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, three fluid loss alarms occurred during the ablation phase at a rate of 12cc. The console automatically shutdown after the third alarm. The physician proceeded to perform a d&c on the patient after the ablation. After the d&c was completed, a pressurized hysteroscopy was performed indicating an additional 1000cc fluid deficit when in and out measurement were recorded. The patient experience nausea due to hypotension and was admitted to the emergency room for observation. The patient was released the following day in stable condition. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.